Event description:
The device was implanted via v-p shunt to the patient 2 years ago when he was (B)(6) year old. The initial setting pressure was 180mmh2o. After implantation, over drainage and slit ventricle were noted. Since the patient had a high fever and it was fond that he had meningitis and a cyst behind the ear, the device was removed on (B)(6) 2015. At the removal surgery, the fluid flow was confirmed when the distal catheter was cut off from the sg. The surgeon suspects the leakage from the connection part of the sg or sg itself since the cyst was formed near the sg implant. The patient is currently being followed.

Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 170mmh2o. The valve was visually inspected: needle holes were noted over the needle stop guard. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore, a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve and siphon guard was leak tested, only leaked from the needle holes over the needle stop guard. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 170mmh2o, failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3100 with lot cnbbdk, conformed to the specifications when released to stock on the 3rd february 2012. Review of the sterilization certificate conformed to specification when released on the 30th january 2012. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. No leakage from the siphon guard was found. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.